Event description:
The device self discharged. There was no death or serious injury to the patient.

Manufacturer narrative:
(B)(4): the device self discharged. There was no report of adverse patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.